Event description:
It was reported that the support arm snapped while the therapist was adjusting it to hold the pt circuit. There was no pt harm. (B)(4). Manufacturer reference #: (B)(4). Please refer MFR report # 8010042-2013-00220.